Event description:
Information was received from a healthcare provider regarding a patient who was receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump for spinal pain. It was reported that the patient an MRI (magnetic resonance imaging) yesterday, but did not have his pump read until today. Last night the patient tried to give himself a bolus and it did not seem to go through. The healthcare provider read the logs and there was a stall yesterday at 1:20 pm, a bolus request at 6:46 pm, and motor stall recovery at 6:50 pm. It was being considered that this had suggested the pump may have been in telemetry mode which would have looked different to the patient. However, since the pump was confirmed to be recovered, it's indicated as having likely the boluses will look normal now. Troubleshooting had resolved the issue. No patient symptom was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) reported that the issue has been resolved.